Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. The unit's chronological log at the time of the event was reviewed and there were no equipment problems. In addition, no anomalies were found in device history record (DHR) of the involved device. Based upon the findings, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported incident. Nevertheless, the patient's condition appears to be significant factor in the event. Specifically, the polyp must have been well vascularized and the surgical intervention work was required to stop the bleeding. However, no determination could be made as to the cause of the incident. The customer is being made aware of the findings. To further address the issue, additional in-service work will be performed at the account with the involved staff upon the medical facility lifting its covid-19 restrictions. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy. The esu was used with a 27 mm boston snare. A description of the other accessories used in the procedure was not provided. The generator settings were forced coag, effect 2, 25 watts. A polypectomy was performed in the sigmoid and the polyp wouldn't stop bleeding. Therefore, the patient was immediate sent to surgery and the bowel was resectioned to address the issue. No further information involving the patient's condition was provided.